Event description:
The customer reported that the system would display a "too much motion" error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep could not resolve the reported problem over the phone. The system was tested and found to be working as intended and put back in service.